Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with distance blurry vision in right eye at 2 months post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. On (B)(6) 2015 it was reported that patient had an enhancement procedure and now is 20/20.